Event description:
It was reported that after an urethrotomy and during the removal of the post-operative catheter, the catheter remained "stuck" to the bladder and in the urethra and could not be removed. The surgeon did verify that the catheter balloon was deflated by making an echography. An open surgical procedure was performed to remove the catheter.

Manufacturer narrative:
One actual, partial sample consisting of approximately 10" of shaft section including balloon and tip of catheter were returned for evaluation. The identification portion of the catheter had been severed and was not returned. The catheter was identified as a bard hematuria three-way continuous irrigation latex 24 french foley catheter with a coude-style tip and a 30/50cc balloon. The entire surface of the returned, partial sample was examined under 30x magnification and the entire surface was found to be patent and smooth along its entire length. The partial sample was dipped in congo red to verify the coating application to the catheter surface. Examination following dye treatment indicated a uniform application of lubricious coating on the entire surface. There were no conditions found in the returned partial sample that could have contributed to the reported issue. A reivew of the device history records for the manufacturing lot numbers packaged in the finished lot number provided with the catheter sample, found nothing that may have caused or contributed to the reported problem. Given the fact the entire surface of the catheter was patent and the coating was present and uniformly applied, there was no apparent reason for the catheter having become stuck to the urethra. This would indicate the issue was treatment/procedural related and may have resulted from insufficient irrigation during the 48 hour catheter indwelling time when the catheter was being exposed to blood coagulating and tissue responding to surgical intervention. Baseline report previously filed.